Manufacturer narrative:
(H3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. (D11) concomitant device: (cn: 142-32-00, sn: (B)(6) cocr fem head 32mm +0 offset 12/14.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 142-32-00, sn: (B)(4) cocr fem head 32mm +0 offset 12/14.

Event description:
As reported, approximately 9 yrs and 5 mos. Postop the initial implant, this female, (B)(6) years old, was revised. The surgeon removed the left side liner and replaced it with the same one. He upsized the head by 3.5mm to give the person better stability. Patent was revised to 10 degree liner, 32mm femoral head and adapter 16/18-12/14, +3.5mm. Patient was last known to be in stable condition following the event. Hospital threw away devices, not returning.